Manufacturer narrative:
(B)(4) the customer returned one peel away sheath over dilator assembly and one lidstock for analysis. Signs of use in the form of biological material were observed on the outside and inside of the assembly. Visual analysis revealed the distal tip of the sheath to be compressed and torn. No other defects or anomalies were observed. The sheath body measured 2 6/8" which is within specification limits of 2 5/8" - 2 7/8" per sheath/dilator assembly product drawing. The outer diameter of the sheath measured .094" which is within the specification limits of .091" - .101" per sheath/dilator assembly product drawing. The inner diameter of the sheath at the distal tip measured .074" which is within the specification limits of .074" - .075" per sheath/dilator assembly p roduct drawing. The dilator length measured 3 7/8", which is within the specification limits of 3 6/8" - 4" the dilator product drawing. The outer diameter of the dilator body measured .073", which is within the specification limits of .073" - .075" per the dilator drawing. Performed per IFU statement, "ensure dilator is in position and locked to hub of sheath." The returned 5 fr dilator was inserted through proximal end of the returned peel away sheath. Slight resistance was met as the dilator advanced through the damaged portion of the peel away sheath. The dilator was able to properly lock into the sheath hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." The report of a damaged peel-away sheath was confirmed through analysis of the returned sample. Visual analysis of the returned peel away sheath over dilator assembly revealed that the distal tip of the sheath was compressed and torn. Despite the damage, all relevant dimensional and functional requirements were met. A device history record review did not reveal any relevant findings. Various factors could contribute to the observed damage to the sheath tip, including the sheath tip manufacturing process and/or undue force applied unintentionally by the user, therefore, the root cause is undetermined. A non-conformance was initiated to further investigate potential root causes at the manufacturing site. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the dilator/sheath tip was found torn and cracked when the user attempted to use it during the procedure. Therefore, it was replaced with another dilator/sheath from a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the dilator/sheath tip was found torn and cracked when the user attempted to use it during the procedure. Therefore, it was replaced with another dilator/sheath from a new kit to complete the procedure. No injury to the patient occurred." There was no medical intervention required. The patient's current condition is reported as "fine".